Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported balance tip got broke into two pieces during phacoemulsification quadrant removal surgery. The surgery was completed by converting to small incision cataract surgery (sics) mode. The surgery completion product details were unknown. There was no patient impact.

Manufacturer narrative:
Two unopened phacoemulsification (phaco) tips, in an unopened small parts tray (smpt), in a tray with other items were received. Both returned samples were visually conforming as no wear was observed on threads, back of flange, or nut corners. The wall thickness was observed to be even at the bevel tip for both samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, balance tip got broked into two pieces during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.